Event description:
It was reported that the right atrial lead perforated the patient and broke through the skin. The physician opened the pocket and noted an insulation anomaly on the lead and elected to cap it. The defibrillator was programmed to vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.